Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump was too high in the scrotum. There was a lot of tension on the reservoir tubing. The pump would not re-inflate. The pump issues were due to the reservoir tubing being kinked. The reservoir had no fluid loss. The cylinders and pump were functional. The reservoir was replaced with a 100ml conceal reservoir. The device cycled perfectly after the reservoir replacement. The patient had no further complications. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.